Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Review of the transmission revealed atrial lead exhibited noise. The patient was asymptomatic. The physician elected to monitor the patient, no intervention was performed. The patient was in stable condition.